Event description:
Subsequent to the initially filed medwatch report, additional information was received:the patient was sent for surgery on (B)(6) 2021 where it was noted the posterior leaflet was damaged due to the slda clip. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B1, b2, h1 updated due to additional information received since previous MDR filed. H6: health effect codes 4582 and 2199 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated, and a conclusive cause for slda could not be determined in this complaint; however, unspecified tissue damage was due to slda. The reported surgical intervention and hospitalization were a result of case specific circumstances as patient returned to hospital and was sent to surgery. The reported patient effect of unspecified tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device mentioned will be filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced and placed on the mitral valve. After removal of the lock line it was noted the clip arms opened slightly. The clip was still attached to the leaflets. A second cds was advanced and the clip deployed lateral to the first clip. A third cds was advanced and the clip deployed however after deployment, the mr increased to 4. It was noted the second clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Imaging was noted to be difficult for the second and third clips due to the anatomy. The procedure was completed at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.